Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted on "5/12", but since then no pump replacement was performed to date with ongoing intrathecal hydromorphone therapy. On (B)(6) 2025, the pump shut down without prior warning regarding end of service (eos). It was not possible to restart the pump. They were questioning how the pump can shut down without warning. The patient was currently receiving oral medication but will need a new pump and possibly a new catheter implanted in (B)(6) 2026. There were no known factors that may have led or contributed to the event. No troubleshooting was performed. Surgical intervention regarding device replacement was planned but not yet scheduled. The issue was not resolved as of (B)(6) 2025. No patient symptoms were reported. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The original date for the planned pump replacement was rescheduled without a fix date regarding a cost problem.